Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reappears.